Manufacturer narrative:
The actual device was not available; however, one photograph of the sample was provided for evaluation. Visual inspection of the provided picture showed that there was an external blood leak due to the red access site pn 110000866 had a missing plug. The reported condition was verified. As the actual device was not returned, the cause for the reported issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that, during treatment with a gambro cartridge set, an external blood leakage was observed from the arterial injection port. The volume of the blood loss was unknown. Treatment was discontinued with blood restitution. There was no report of patient injury associated with this event. No additional information is available.